Manufacturer narrative:
Correction d6b: explant date populated. Correction h6: codes updated to reflect explant.

Event description:
It was reported that the patient experienced ineffective therapy. Reprogramming has been unable to resolve the issue. As a result, surgical intervention was undertaken on 22oct2025 wherein the system was explanted to address the issue. It is unknown which lead caused the ineffective therapy.